Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels running between 300 and 365 mg/dl with nausea, vomiting, and ketones since (B)(6) 2012. The patient reported being on vacation at the time and stated that food consumption may have been increased. The patient confirmed that the pump settings were correct. The total daily dose history was reviewed and the totals correctly reflected the basal settings. The patient confirmed that the pump bolus history was correct. Customer support advised the patient that the pump appeared to be delivering as programmed. This report is made based on the allegation that the patient experienced hyperglycemia of unclear origin while using the insulin pump.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed that the dates in the total daily dose are incongruent; daily insulin delivery totals appeared inconsistent due to an issue with the date in the pump. There was no activity outside normal use observed in the black box. On examination, the battery compartment was noted to be cracked. A 29 hour flow accuracy test was performed and the pump passed the flow accuracy test and was found to be delivering within the required specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.